Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). We received the infusomat space equipment with serial number (B)(6), regarding a complaint from "technovigilance, pump showing inconsistencies between programmed values and infused volume, with the equipment delivering more than the desired volume. Equipment requires analysis and repair. Equipment programmed to infuse over 24 hours but finished in 2 hours and 30 minutes." The received equipment was analyzed by b. Braun s.a. Laboratories. Investigation: the historical data from the device in question was extracted, and thus, the equipment's operation history was assessed. During the analysis of the complete usage history of the equipment, the 509.2 ml volume programming mentioned by the user was not identified. On the date of the reported incident (B)(6) 2025), no infusion programming was registered. The following day (B)(6) 2025), an infusion was programmed to last 24 hours at 2:18 pm, without using the drug library. The infusion started at 2:19 pm and was completed at 3:20 pm, totaling 1 hour and 1 minute of operation, with interruptions and restarts during the process. The flow rate used was 509.2 ml/h, as previously configured. It is noted that, although the user reported having programmed a volume of 509.2 ml, this programming was not found in the records. Additionally, the accumulated volume was not reset before the start of the infusion, being 741.7 ml at the time of programming. At 3:20 pm, the infusion was interrupted due to the activation of the air-in-line alarm, when the accumulated volume was 1,256.53 ml. The alarm was deactivated at 3:27 pm, and subsequently, the set was removed from the infusion line at 3:43 pm. No errors related to infusion time were observed. Through visual inspection of the equipment, signs of use were noted. The equipment underwent a functional performance test using the volume reported by the user. The result of the functional test showed that the equipment is operating correctly and accurately within its specifications, and therefore does not confirm the complaint. It is important to note that the user programmed a flow rate of 509.2 ml/h, not the volume of 509.2 ml reported. All information has been recorded in a global customer complaint database and will be used for trend analysis. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow- up will be submitted when the investigation results become available. Note: this reported is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k083689, k142596, k191910.

Event description:
According to the event description: "technovigilance: infusion pump showing inconsistencies between the programmed values and the infused volume, with the device delivering more than the desired amount. The equipment requires analysis and repair. It was programmed to infuse over 24 hours, but completed in 2 hours and 30 minutes."